Event description:
During insertion of bipolar pacemaker unit the pacemaker screw was stuck in the open position in spite of using torque wrench supplied by MFR. This caused failure of electrical output from the ventricular side of the pacemaker. Pt was returned to surgery for tightening of screw.